Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient complained of soreness and redness at implant site, and a pocket infection was suspected. The patient was brought to the electrophysiology lab, and the whole system was explanted and discarded. The patient was stable before, during and after the procedure. The system will not be return for evaluation. There was no allegation against the devices or leads. The patient had a history of prior competitor pacemaker infection in 2019. Related manufacturer reference number: 2938836-2020-02096 and 2938836-2020-02097.